Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie would not close. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the cubie did not close. A field service engineer remoted in and contacted to the customer. The issue was with a single cubie pocket that had a medication lid jam. The customer had broken the lid and had to tape it shut. The fse released the pocket for the user using hardware test application, and the cubie pocket was replaced which resolved the issue. The system functioned as intended after the field service engineer repaired the device.